Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description:ventilator doesn`t boot up correctly, when turned on.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description:ventilator doesn`t boot up correctly, when turned on.